Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn 5(B)(4). The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power supply was defective. The cause of the defective power supply is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power break connector and defective monitor. The patient received a replacement battery charger and monitor. Manufacture date: monitor sn (B)(4): manufactured 04/2011. Battery charger/modem sn (B)(4): manufactured 04/2012.

Event description:
A (B)(6) male patient contacted zoll customer support to report that her monitor would not power up. During servicing of the patient's charger, a reportable problem was discovered. The charger/modem had a defective power supply connector. The patient received a replacement charger/modem and monitor.